Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had zero-pressure button on the equipment could not be adjusted to zero and had no effect during use. There was no patient harm or injury.

Manufacturer narrative:
Updated fields - b3, b4, d9, e1(initial reporter, event site city, address, and telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. After restarting the equipment, the customer was able to use the button normally without any harm to the patient. The unit performs as intended.